Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
The tap broke off near distal end just above threads during surgery. It was confirmed no retained parts left in patient. The staff discarded broken instrument before it could be retrieved.